Event description:
It was reported that the customer experienced an issue with a damaged cartridge which popped while insulin was being loaded. There was no adverse impact on the customer's blood glucose level as a result of this issue. The cartridge was not used for insulin delivery, and technical support completed follow-ups and closed the case after attempting to contact the customer.